Event description:
It was reported that the patient presented to the clinic, and no capture was noted on the right ventricular (rv) and left ventricular (lv) leads. Fluoroscopic imaging showed that the right ventricular (rv) and the left ventricular (lv) leads had dislodged and were all the way back in the right atrium due to the patient being a twiddler. The rv and lv leads were explanted and replaced. The patient was stable before, during, and after the procedure